Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The event occurred in (B)(6). After the meter had left control of roche, the actual meter label was removed and replaced with the label from a different meter.

Event description:
Caller reported this accu-chek performa mg/dl meter is displaying results in mmol/l. No adverse event reported. A request was made for the return of the meter, replacement sent.